Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the lead was capped due to externalized conductors. Based on the review of the x-ray views provided to st. Jude medical, the conductors do not appear to be externalized. Patient condition was good.